Manufacturer narrative:
B)(4). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 nasal tubing 70mm was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing film was stretched and torn at the circuit connector side. It was further observed that due to the tube being broken, the connector had detached. Conclusion: based on the inspection of the returned device, information provided by the healthcare facility, and our knowledge of the product, it is possible that the reported event resulted from the device being subjected to an excessive pull force. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - -"use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in australia has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 flexitrunk nasal tubing 70mm was broken. There was no reported patient involvement.